Manufacturer narrative:
1. DHR/bhr review (lot#5048563): 1) the products of this batch were assembled at intima ii auto line 4 in mar 2025 and packaged at cfs package line in mar 2025. Work order quantity was 66,000pcs. 2) the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3) the leakage test results of 320pcs in process testing and 32pcs in outgoing testing were within the product specifications. 4) no unqualified deviation or rework activities in the production process. 5) the septum assembly equipment without abnormal maintenance. 2. The customer returned one photo but did not return the defective sample. The photo shows a small amount of blood at the end of the septum. 3. Retained sample of this batch was taken for related test: 800mm simulated clinical leakage test. The test result showed that no leakage was found at the septum. 4. Possible causes: 1) after the needle is pierced into the vein, there is blood at the notch of the needle. In the process of needle removal, although the perforation of the septum is closed, the blood drops in the notch will be brought out with the notch. If there is a lot of inertia in the needle removal process, blood drops will be thrown out. 2) if the patient's arm is tied tight during the puncture, it will cause great pressure in the vein, and blood will come out with the needle when the needle is pulled out, but the subsequent blood leakage will not be sustained. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As no defective sample has been received, relevant tests cannot be performed, so the root cause of the complaint defect cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.

Event description:
This product was found to leak blood at the isolation plug of the indwelling needle after the needle was removed;

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.